Manufacturer narrative:
The axium coil was not returned for analysis as it remains in the patient. However, the pushwire is expected to return for evaluation. Upon receipt of the device and/or additional information is received, a supplemental report will be submitted. Related mdrs for this event: 2029214-2017-01266, 2029214-2017-01267. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small, ruptured, amorphous aneurysm located in right middle cerebral artery, m1 section, this coil prematurely detached and a previously implanted coil move outside the neck of the aneurysm. It was reported that the physician was trying to introduce the fourth coil in to the aneurysm and when attempting to push this coil, another previously implanted coil moved outside the neck. The physician pulled the coil again, but it detached from the pusher. The distal part of the coil was not able to be re-sheathed, and when attempting to push it with the guidewire, the coil appeared to be engage the distal marker of the microcatheter. The coil did not enter in aneurysm. The physician implanted a stent to hold the coils against the artery wall. The patient experienced left arm weakness and 24 hours after the event the symptom remained.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the axium prime pushwire was broken on the proximal end with the proximal tip of the pushwire missing. The implant coil was not returned as it remains in the patient. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). The implant coil was found to be broken from the coil shell (near the coil shell weld). All other subassemblies appeared to be normal and no other anomalies were observed. Additionally, the image was provided and review, one image shows implant coils present within an aneurysm. The proximal pushwire tip and the axium prime implant coil were not returned; therefore, we were unable to determine the cause of premature detachment. It is likely that the reported difficulty during positioning led to the detachment of the implant coil from the pushwire. The cause for the break in the pushwire near the proximal tip could not be determined as it was not reported by the customer. It is possible that the pushwire became broken and the tip lost during shipping back to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.